Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
There was no clinical significance to the delay as there were no patient injury/complications due to the event, and the same enpower devices were used throughout the procedure. The pre-detachment check was conducted prior to the event. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After the vrd was successfully deployed in the target lesion site, the physician placed the complaint cashmere (crc14040830/c24525) coil into the aneurysm. However, the cashmere could not be detached and had to be safely extracted. The procedure continued and the physician was able to successfully deploy a deltaplush 4x8 and ed coils. The three deltaplush (cpl100206-30/g15507, cpl100206-30/g14679, and cpl100206-30/g14608) were then chosen, but the physician was unable to peel away the sheath of all three deltaplush. Eventually another ed coil was chosen instead to continue the procedure, and the procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was no clinical significance due the 10 minute delay, and the same cable and dcb were used with the next device. No further details of whether the failure occurred during the check or the actual detachment. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the concomitant devices after the event. It was reported that an unspecified quantity of ed coils (kaneka medix, type unknown), a deltaplush 4x8 (lot unknown), a enterprise vrd 37mm (lot unknown), a fubuki (asashi intecc, type unknown), an excelsior sl-10 (type unknown), a prowler select plus (lot unknown), and enpower detachment control box (lot unknown) were also used for the above procedure. The procedure was the vrd-assisted coil embolization of an aneurysm at the patient¿s ic-pc. The tortuosity and calcification level of the vessels were unknown. No further details of the concomitant devices are available. The complaint products will be returned for evaluation. No further information available. The dcb, connecting cable or microcatheters used were not returned. The device positioning unit (dpu) was returned without the coil attached. The detached coil was returned in a separate container. The outer sheath covering the distal tip of the dpu has been completely melted and destroyed. This can only occur outside the patient and only in air. The coils detachment was an outside the patient air detachment performed either by the end user or the affiliate. Why an open air detachment was performed cannot be determined. A portion of the outer sheath has melted and adhered to the proximal end of the coil. The dpu passed electrical testing and the enpower systems go green light illuminate. No manufacturing defects were found. The root cause of the coils non-detachment inside the aneurysm cannot be determined as the dpu passed electrical testing and the coil was successfully detached. In addition, without the return of the complete detachment system and the microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Furthermore, it was not stated if a pre-deployment electrical check was performed prior to patient use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The root cause of the coil non-detachment could not be confirmed, since the unit passed electrical testing. The contributing factors cannot be determined. It could not be confirmed if there were any damages to the device noted upon removal from the patient; however, it was reported that the system was replaced with no report of these severe damages that would have been readily evident to the user. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
After the vrd was successfully deployed in the target lesion site, the physician placed the complaint cashmere ((B)(4)) coil into the aneurysm. However, the cashmere could not be detached and had to be safely extracted. The procedure continued and the physician was able to successfully deploy a deltaplush 4x8 and ed coils. The three deltaplush ((B)(4)) were then chosen, but the physician was unable to peel away the sheath of all three deltaplush. Eventually another ed coil was chosen instead to continue the procedure, and the procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was no clinical significance due the 10 minute delay, and the same cable and dcb were used with the next device. No further details of whether the failure occurred during the check or the actual detachment. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the concomitant devices after the event. It was reported that an unspecified quantity of ed coils (kaneka medix, type unknown), a deltaplush 4x8 (lot unknown), a enterprise vrd 37mm (lot unknown), a fubuki (asashi intecc, type unknown), an excelsior sl-10 (type unknown), a prowler select plus (lot unknown), and empower detachment control box (lot unknown) were also used for the above procedure. The procedure was the vrd-assisted coil embolization of an aneurysm at the patient¿s ic-pc. The tortuosity and calcification level of the vessels were unknown. No further details of the concomitant devices are available. The complaint products will be returned for evaluation. No further information available.

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.